Manufacturer narrative:
(B)(4). Date sent: 6/10/2026 d4: batch # 763d01. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the clip does not close flat, and slips. And very slightly out of focus. 3 product impacted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the nurse contacted me in the middle of the operation, their mcl20 clips did not hold, she used several clippers of this reference and it was the same problem. No hold on the stomach, no hold on a wire and a twisted clip appearance on itself when the clamp comes out. No patient consequences were reported.